Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose episode after previously being high due to pausing insulin delivery and forgetting to resume, which led to later insulin action and subsequent hypoglycemia; the reported lowest continuous glucose monitor value was 56 mg/dl and the user treated with a glass of juice while deciding when to eat breakfast and announce a meal. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.